Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. One 72201491 curved ultra fast-fix assembly device used in treatment, was returned for evaluation. The information provided states: ¿during a meniscus repair surgery the t1 and t2 were deployed at the same time¿. Visual assessment showed delivery needle was bent. Depth limiter was cut to surgeon¿s desired length. No sutures or implants were returned. A review of the customer provided image confirms the device batch number and part number. The image appears to show the needle is bent more than manufacturer intent. The second image reveals t1 and t2 deployed into the meniscus and appears to be deployed into the same area of the meniscus. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.

Event description:
It was reported that during a meniscus repair surgery the t1 and t2 were deployed at the same time. No significant delay was reported. Smith and nephew back-up device was available to complete the surgery. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.